Manufacturer narrative:
A photo sample was received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the photo sample, the defect was not confirmed; without the physical samples the true root cause could not be determined. A corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation.

Event description:
The customer reported that there was burning of the patient's breast following an annexectomy. There was use of an hf scalpel and ECG during operation. The burning was noticed afterwards by the patient at the position of an ECG electrode. Per additional information received, the patient had undergone vaginal surgery. Surgery was not done on the upper so at the hospital, they didn't notice anything. The patient saw her doctor when she got home and he saw the ¿burn¿, so she went back to the hospital to report it. When removing the electrodes after the operation, no one detected the burn. The symptoms appeared after the surgery. They were not immediately detected at the facility. Fyi: skin irradiated, post-cancer reconstructed breast current patient condition: severe breast burn with risk of removal of the underlying prosthesis.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.